Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) system received an inappropriate shock and episode review was requested. A boston scientific technical services consultant identified low amplitude muscle noise which was marked appropriately by the device. Attempts to reproduce noise were unsuccessful. Amplitude measurements in secondary vector were reported to be as good as measurements in primary vector. The consultant discussed programming options. The vector was reprogrammed from primary to secondary. The clinical observations were documented, and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) system received an inappropriate shock and episode review was requested. A boston scientific technical services consultant identified low amplitude muscle noise which was marked appropriately by the device. Attempts to reproduce noise were unsuccessful. Amplitude measurements in secondary vector were reported to be as good as measurements in primary vector. The consultant discussed programming options. The vector was reprogrammed from primary to secondary. The clinical observations were documented, and the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) system received an inappropriate shock and episode review was requested. A boston scientific (bsc) technical services (ts) consultant identified low amplitude muscle noise which was marked appropriately by the device. Attempts to reproduce noise were unsuccessful. Amplitude measurements in secondary vector were reported to be as good as measurements in primary vector. The consultant discussed programming options. The vector was reprogrammed from primary to secondary. The clinical observations were documented, and the system remains in service. No adverse patient effects were reported. Additional information was received that a false atrial fibrillation (af) event was noted and appeared to be caused by myopotentials. Baseline noise was visible, with appropriate markers and no oversensing occurred. Changes in r-wave measurements were observed when the patient was lying down. A bsc ts consultant suspected the device is either migrating anteriorly or the electrode is positioned very high. The sensing gain was reprogrammed to 2x and x-rays were recommended. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. X-rays were performed; however, the representative was not provided the results. The patient will continue to be followed via remote monitoring.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.